Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used on patient but it was unknown which part of the cannula may have caused leak. Patient had prolonged cardio-respiratory arrest. There was a removal of the tracheostomy cannula and insertion of the orotracheal tube. The patient had ischemic encephalopathy and died after end-of-life protocol.